Manufacturer narrative:
No unexpected motor error alarms were noted. No frozen menu was noted and the time advanced properly. The insulin pump communicated properly with the blood glucose meter. The insulin pump passed the displacement test, rewind and basic occlusion test. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. Leaking motor oil was noted. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. Customer stated, the menu on the insulin pump froze and cannot do anything. Troubleshooting was done. Customer's blood glucose was 56 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.